Event description:
Customer reported charger failed after replacing batteries from another vendor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and found the batteries had been wired incorrectly and had burnt up. Ge rep replaced the batteries. Sys operates as intended.